Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he has received 4 or 5 no delivery alarms. Customer stated that 2 or 3 occurred shortly after a reservoir change when trying to deliver an insulin bolus and one occurred 2 days after reservoir change during the night and insulin basal delivery. Customer contacted his doctor and has changed the type of infusion sets. Customer did not recall the blood glucose value at the time of the events. Customer stated that when he changed each of the sets he did not find the cannulas bent or kinked, otherwise he would not be frustrated. Customer reported that the alarm was resolved by a complete infusion set and reservoir change. It was confirmed that customer is not removing the reservoir from the transfer guard while vial is on top of the assembly. Nothing further reported.